Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer reported to baxter australia that a system error 2240 (air in line) alarm was received on the homechoice (hc) machine. The technical service representative (tsr) explained the alarm. The home patient (hp) did not disconnect and no leaks were observed. The hp said that there were no unused lines. The tsr had the hp cycle power and retrieve the cassette. The tsr advised the hp to let the nurse know about the alarm. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.a 510k number cannot be provided in this report because the product code is unknown at this time.